Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer (fse) did not evaluate the instrument. The customer declined bci service to investigate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) in regards to elevated accutni (troponin I) result in the risk stratification range for one patient. The result was generated on a unicel dxc 600i synchron access clinical system. The initial elevated result was reported outside the laboratory. The customer re-ran the sample on a different instrument and it was within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.